Manufacturer narrative:
This complaint was determined to meet the criteria of MDR reportability on (B)(4) 2014 based on the preliminary product analysis. (B)(6). Information regarding patient age, gender, weight or concomitant medications were not provided. The proximal section of the coil has severe compression and buckling damage. The coil¿s socket ring has been bent approximately 90 degrees distally into the proximal end of the coil¿s soldered section. Located 80.5 centimeters off the proximal end is a severe kink to the core wire. Located off the distal tip of the resheathing tool the core wire protrudes outside the sheath for a length of 7.0 centimeters. There is no mechanical sheath damage at the core wires protrusion site. The locking mechanism has compression and stretching damage. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been damaged with the damaged edges raised above the surface plane. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The inability to advance the coil from the sheath could not be confirmed based on the sheath damage found on the returned products. It is not possible to determine if the damage to the actual coil occurred during the procedure or during post-procedural handling/shipping, but attempting to force the coil from the sheath may also have contributed to the coil damage. The most likely contributing factor to the coils inability to be advanced out of the introducer sheath may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism can catch the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also may have caught the v notches extended edges. This produces a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produces significant resistance which causes the core wire to protrude outside the sheath and for the proximal section of the coil to be severely damaged by compression and buckling damage. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown diagrammatically¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Since there is no evidence in the failure analysis or the review of manufacturing records to indicate that the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR. This is 1 or 2 mdrs associated with this complaint with associated manufacture report numbers of 1226348-2014-00140 and 1226348-2014-00141.

Event description:
A deltaplush cerecyte microcoil 1.5 mm x 2 cm (cpl10015230/c19645) and a deltaplush cerecyte microcoil 1.5 mm x 2 cm (cpl10015230/c19104) would not advance in the sheath and product analyses revealed that both devices had proximal coil severe compression and buckling damage. It was reported that the introducer had advanced through the y-connector and was seated in the microcatheter hub, but the coil would not exit the introducer. It was unknown if the introducer had appeared damaged. The procedure was completed with other coils using the same sl10 microcatheter.